Event description:
User bought the crayola pip-squeaks toothbrush value pack for their granddaughter. After her brushing in the morning, they noticed what they thought was a string sticking out of her mouth. To their surprise it turned out to be a bristle from the yellow bristle from the toothbrush. Upon inspection of the toothbrush they noticed a purple one sticking out, and that one easily pulled out as well.

Event description:
User bought the crayola pip-squeaks toothbrush value pack for their granddaughter. After her brushing in the morning, they noticed what they thought was a string sticking out of her mouth. To their surprise it turned out to be a bristle from the yellow bristle from the toothbrush. Upon inspection of the toothbrush they noticed a purple one sticking out, and that one easily pulled out as well.